Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did this reported event occurred? Pre-op(before use on patient) ? Or intra-op(during use on patient while suturing) ? Confirm the total / specific number of procedures where the reported issue noticed? Have any of these procedures been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number ? For each procedure/ patient event please provide additional complaint details: event date, product code and lot number involved, procedure, event description, qty involved? Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed, was procedure completed successfully and how? Any sample return. Etc?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture became detached from the needle. There was no adverse patient outcome reported. Additional information has been requested.